Event description:
A male patient whose anatomical form was considered suitable for endovascular repair, underwent endovascular therapy in 2008. The procedure followed the instructions for use (IFU). Blood leakage occurred when the grey positioner of the contralateral iliac leg was withdrawn and the balloon catheter was inserted. Total blood loss was 1100cc. After the balloon catheter was withdrawn, an 8 french sheath was inserted to stop the leakage. No blood transfusion was performed. The patient is improving.

Manufacturer narrative:
Event evaluation: still under investigation.